Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral arterial disease and underwent endovascular therapy. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vessel. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient condition was good.